Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the complaint of power failure was confirmed. Unit would not power up. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. The root cause has been determined to be a defective electronic component. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No further investigation is required.

Event description:
It was reported that the device will not turn on and off. No case involved.